Event description:
In 2006, reporter had an eye operation for cataracts. In left eye she has the amo - intraocular lens and in the other she has a bausch & lomb lens. Because her work involves uv light she notices that there's too much uv light filtering through the amo lens and she feels that this may be damaging to her eyes. She has only detected this when working under uv light. She's told her dr about this finding and he's at a loss as to what to do. She tried speaking with other consultants, but they requested more info. She has not been able to find anymore info in regards to intraocular lens and uv light exposure. Therefore, reporter would like to file her finding with FDA and to let FDA know that there's a discrepancy with uv filtration and the implanted lens.